Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that 2 out of the 3 monitors at the facility were not displaying an image when paired with the olympus subject device. Tac advised the customer to run the cable directly to the monitor, but that was unsuccessful. Tac then recommended getting new cabling and possibly checking it against another known-good cv -190 to help narrow down the issue. The customer stated that he would attempt this trouble-shooting when he has more time, and call back if needed. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not displaying an image on the facility's non-olympus monitors. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of an image not being displayed could not be identified. However, it¿s likely the cause is related to a faulty digital visual interface cable. Olympus will continue to monitor field performance for this device.